Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, in cardiac arrest, the device prompted attach pads and failed to analyze. Complainant indicated that the patient subsequently expired; however, a dnr was presented and CPR halted.

Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was duplicated and attributed to the CPR adaptor. The CPR adaptor was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.